Manufacturer narrative:
This report is being supplemented to provide a correction to h6 (investigation findings) and h11 (additional finding and root cause) for the previously submitted report. Corrected fields: h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: dirt in the aspirate channel. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Event description:
It was reported that the subject device exhibited a forceps channel that was blocked by a foreign object. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1. Establishmente name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.